Event description:
The manufacturer received information in relation to a dreamstation 2 auto CPAP. The patient alleged that that her filters are turning black. It was a month the filters are really dirty. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.